Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 15.7 mmol/l, 10.7 mmol/l, 7.7 mmol/l, and 17.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer alleged a suspect positive cyclesure biological indicator (bi) after a completed cycle in the sterrad nx sterilizer. The bi was incubated for 18 hours and was the first cycle of the day. There were a total of six cycles processed that day. The customer only ran a bi in the first and fourth cycles. The fourth cycle was an advanced cycle and the bi result was negative. The bi was placed in the lower back of the chamber with the plastic side of the pouch facing up. All the loads included karl storz cameras and stryker batteries. The bi result of the previous load was negative. All the items were successfully recalled except for one karl storz camera which was already used on a patient. There is no report of harm or injury to the patient.